Event description:
The customer's pump shut down unexpectedly and would not turn back on. It was reported that the battery life was last seen at 95% prior to the event. The customer's blood glucose level was elevated to 389 mg/dl.

Manufacturer narrative:
The device has been received for evaluation. However, the evaluation is not yet complete. A supplemental report will be submitted upon completion of evaluation.